Manufacturer narrative:
Product analysis: the connector terminal was confirmed to be damaged. Current drain was found to be present. The battery terminals were contaminated. The device was returned, unrepaired, per customer request. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defective connector. The epg was returned for service. No patient complications have been reported as a result of this event.